Manufacturer narrative:
The biomed reported that the central nurse's station (cns) will not boot up after the ups failed. Through troubleshooting it was found that one of the hard drives of the raid configuration had failed as well and needed to be removed and rebooted for it to work. Patients on transmitters were monitored at this time. No patient injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) will not boot up after the ups failed. Through troubleshooting it was found that one of the hard drives of the raid configuration had failed as well and needed to be removed and rebooted for it to work. Patients on transmitters were monitored at this time. No patient injury was reported.

Manufacturer narrative:
Details of complaint: customer biomed stated pu-621ra serial number 884 boots up but won't go into windows. This occurred after the uninterruptable power supply (ups) failed. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 12/21/2014. Warranty expires 12/20/2019. Service history for this device shows the following tickets were created: 33646 - created on (B)(6) 2018 for customer needing assistance with adding new tele to be monitored. This ticket is not relevant to the cns power issue. 51837 - created on (B)(6) 2019. This is current ticket. 51851 - created on (B)(6) 2019 to address nursing staff's concerns about missing alarms. This ticket is not relevant to the cns power issue. During troubleshooting of the issue, nk ts instructed customer biomed to remove the secondary hard drive to enable boot up of the device. The issue was with raid array caused by the power failure of the ups. The failure occurred at approximately 4 years of service. Powervar's manual states ups battery is intended to last 2 to 5 years, depending on length and frequency of power outages. The ups unit will notify user of battery replacement needed. Customer's maintenance information for this ups is not available. A query for "pu-621ra ups" shows the following relevant tickets within the past rolling year as of (B)(6) 2019: 35413 - failed ups issue was reported on (B)(6) 2018. The root cause was due to hospital site was on isolation ground causing all the ups to give an f5 error. The ups was working as intended. 36944 - out of box failure of ups reported on (B)(6) 2018. 37563 - out of box failure of ups reported on (B)(6) 2018. 41464 - ups was off. The issue was reported on (B)(6) 2018. The root cause has not been determined. 41835 - ups failed after 8 to 10 power outages in 48-hour period. The issue was reported on (B)(6) 2018. 43012 - failed ups was reported on (B)(6) 2018. The root cause has not been determined. 45404 - failed ups was reported on (B)(6) /2018. The root cause has not been determined. 47067 - failed ups was reported on (B)(6) 2018. The root cause has not been determined. 47998 - ups was off. The issue was reported on (B)(6) 2018. Once turned on, the ups worked as intended. 48321 - failed ups was reported on (B)(6) 2019. The root cause has not been determined. Update (B)(6) 2019: after the cns device (pu-621ra serial # (B)(4). Lost power as a result of ups failure, the raid hard drive needed replacement. This was resolved under ticket 51851. Ups was not sent to nk for evaluation. Information regarding the usage, maintenance, and how the ups failed is not available. The root cause of the ups failure could not be determined. Corrected information: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 02/16/2019 not 03/18/2019 as listed on MDR initial report additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction h3. Device evaluated by manufaturer h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9

Event description:
The biomed reported that the central nurse's station (cns) will not boot up after the ups failed. Through troubleshooting it was found that one of the hard drives of the raid configuration had failed as well and needed to be removed and rebooted for it to work. Patients on transmitters were monitored at this time. No patient injury was reported.